Event description:
The facility reported a colleague infusion pump (uim software version 6.13.90 / colleague 2006) displaying an 810:11 failure code during pt use. Add'l information received in 2009, indicates that this failure briefly interrupted an infusion. No pt injury or medical intervention was associated with this event according to the facility representative.

Manufacturer narrative:
Eval summary; the reported condition of an 810:11 failure code was confirmed during device eval, and was determined to have been caused by moisture in the tubing channel. The tubing channel was cleaned and dried up to resolve the reported problem. The device was tested and returned to the customer within specification.